Event description:
It was reported, the patient felt stimulation in the wrong location. It was further reported, the patient¿s leads had moved and caused the patient to experience pain in his chest. It was noted, the patient¿s physician had told the patient he was wrong and that ¿there was no way the leads could be causing him the chest pain.¿ it was reported, the patient¿s implantable neurostimulator (ins) originally worked well and reduced the patient¿s back pain. It was further reported that after implantation, the patient had experienced pain in the back of his left leg from the stimulation which was noted as new pain for the patient. It was stated, the lead implant location also hurt after the implant procedure. It was reported that a week after implant, the patient¿s nerves were ¿being twitched¿ and he had pain in the back of his legs. It was also reported, the patient¿s ins was not implanted deep enough and was bulging out of the patient¿s skin and that the doctor offered to revise the patient and plant the ins deeper. It was stated, the patient¿s back continued to hurt a week after implant and that his physician told him he was just healing. It was reported, the patient later experienced chest wall pain and pain where the leads were implanted in his back. The patient reported that he spoke to a nurse at his healthcare provider¿s (hcps) office and was told there was no way the leads were causing the chest pain. It was then reported, the patient rested and continued to experience chest pain and pain at the ins pocket. It was stated that the patient¿s physician took an x-ray of the patient and told him his leads had moved. It was further stated, the patient gave the patient multiple options on how to proceed from there: reimplant the ins, move the ins pocket area, gain more weight, or have the system explanted. It was stated, the patient chose to have the system explanted. It was further reported that ten days prior to report, the patient experienced intense chest and back pain while drinking a shake and passed out on the floor. The patient noted that upon passing out he had hit his head on the concrete floor and did not remember falling after he woke up. It was stated that after waking up the patient¿s arms and head were thrashing around for about 30 seconds to a minute and that he had no control of his body. It was reported, the patient then called his hcp office and was told there was nothing they could do for the patient and that it was impossible for the patient to have that type of pain due to the leads. The patient was reported to have then proceeded to the emergency room (ER) where a chest x-ray was used to confirm the patient was not having a heart attack. It was stated the ER physician reported the patient¿s heart looked great and that there were no heart or chest problems at that time. It was noted an x-ray was also taken of the patient¿s head and it was noted that also looked well. It was stated, the ER physician told the patient his leads could be the cause of his pain and that he should have the leads removed as soon as possible. It was also stated, the ER physician told the patient the pain could be due to the leads moving. It was additionally reported that the patient¿s pain got worse with the lead. It was stated, the leads were bulging out from the insertion site and caused very intense pain. It was stated after the patient¿s ER visit he went to his hcp¿s office and was told the hcp had never had this happen to any of his patients. It was also stated, the hcp reiterated to the patient that there was no way the leads could be causing that kind of pain. It was noted, the hcp referred the patient to a neurologist at that time because the hcp thought the patient may have had a neurology disorder. It was reported, the patient¿s ins was removed the day prior to report. The patient noted the hcp walked out of the surgery without talking to the patient and did not order any pain medication for the patient for post-surgery. It was noted, the patient was scheduled for a MRI the day after report and would then be referred to a neurologist. It was reported that after the explant procedure, the patient¿s chest pain was gone as well as most of the leg pain. The patient reported, he had pain from the explant procedure but that he could tell it was only pain from the surgery and not the same pain as he had previously experienced from the leads and ins. The patient noted his trial went great and that his implant went better. Additional information from the patient¿s physician reported the ¿patient¿s complaints were evolving.¿ it was stated, the patient ¿never complained of ¿new left leg pain since implant.¿¿ the physician noted ¿the stimulator was actually implanted for bilateral leg pain which he told us (the hcps) at his trial and implant follow-up was greatly reduced.¿ it was also reported ¿there was no ¿bulging of his leads¿¿ and that ¿his leads had fallen off midline, but were still parallel at the t4 level.¿ it was noted ¿this level would not cause chest pain or uncontrollable failing of his arms.¿

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).